Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - one similar complaint event within associated lots was found. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 -12.5/3.0/091 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Excessive vault was observed. Lens was exchanged with a same length, different diopter lens on (B)(6) 2024, in a separate surgery, and problem was resolved. Cause of event was reported as unknown.